Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. What was the product code of the cartridge (tr45w, 6r45b, etc.)? Unknown, tr45w from what the surgeon remembers. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 1st. Were there any patient consequences or changes in the post-operative care of the patient as a result of the event? Not to our knowledge.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon stated that when firing across the base of the appendix, the stapler did not fire staples. The device only cut tissue. There were a few staples that fell out of the stapler, but the appendix was not stapled after the knife blade deployed. The surgeon managed the bleeding and was able to get another stapler of the same code across the opening to complete the case. The surgeon had to manage the unstapled appendix and bleeding while creating access for a new staple line.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.